Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, adhesive around the objective and the light-guide lens lifting was observed. The service repair technician indicated that the most likely cause of the objective and the light-guide lens lifting was due to component failure. There was no patient involvement.